Event description:
Account reported patient underwent ilasik (B)(6) 2014. Suction loss during procedure in right eye. Ring reapplied and raster pattern and side cut completed. Flap was lifted and stromal bed irregularity noted. Flap was repositioned and excimer procedure cancelled. Patient to be followed and possible photorefractive keratectomy in right eye in the future. Surgery completed in left eye without incident. Pre-op: rx right eye -3.00 -0.50 x 055 20/20. Post op: (B)(6) 2014: rxm right eye -3.75 -0.5 x 050 20/30. Vasc visual acuity sans corrected left 20/20+.

Manufacturer narrative:
Correction: add slit lamp exam showed trace haze and edema in right eye, left eye clear.

Manufacturer narrative:
: The clinic is reporting this adverse event only. All pertinent information available to abbott medical optics has been submitted. Placeholder.